Manufacturer narrative:
Evaluation of the device confirmed the reported complaint. However, the reported complaint could not be reproduced. The bottom case was replaced as a precaution. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient involvement.

Manufacturer narrative:
The astral device was returned to a third party service center. The evaluation determined that there was no fault found with the device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient involvement.